Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery, placed into the device, and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2018-00359 and 1220908-2018-00360 for similar events from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event. Please reference medwatch reports 1220908-2018-00359 and 1220908-2018-00360 for similar events from the same customer.